Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for malignant pain. The pump was used to deliver ketamine, dilaudid (hydromorphone), and another unspecified drug. It was reported that the patient was having issues taking a bolus. Per the reporter, it took 15-20 minutes to deliver a bolus. The screen was stuck at 90%. The reporter mentioned that the patient took 10-12 boluses per day. Patient services assisted with clearing the data and closing out applications. Patient services reviewed to monitor the device and call back if further assistance was needed. It was noted that the patient took anti-nausea medication.